Event description:
It was reported that there was corrosion and fretting at neck and stem.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as: MFR # 9616680-2012-00980.